Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to decrease in sensing and high pacing thresholds, micro-dislodgement was suspected as the root cause based on x-ray test results. No additional adverse patient effects.